Manufacturer narrative:
Additional information: e2, e3. Corrected data: b5.

Event description:
It was reported that, during a wound debridement surgery saline did not pass through one (1) versajet exact assy, 45 degree x 14mm. The procedure was resumed, after a delay greater than 30 minutes, using an equivalent s+n back-up device. No additional anesthetic was required. No further complications were reported.

Manufacturer narrative:
H3, h6: the device was returned for evaluation. The visual inspection performed on the returned device revealed no issues. A functional evaluation performed on the returned device revealed that there was no flow from the water source upon the initial insertion of the supply tube. The piston assembly was pulled to the top. The water then flowed from the pump cartridge. The device primed. The output fluctuated and pulsed from the output nozzle. Rust was noted within the fitting chamber. The review of the production records showed no manufacturing issues that could have contributed to the reported incident. A review of complaint history based on the historical data revealed similar previous events; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there have been no previous escalated actions for the part number and failure mode reported. A factor that could contribute to the reported event include that the piston assembly is damaged possibly from improperly shutting down the versajet console and not allowing the piston to return to the proper position. Also, the piston assembly can get stuck over time with normal wear and tear during use. The probable cause of corrosion is because the saline solution is let dry leading to the build up of salt deposits from saline solution. At this time, we have no reason to suspect that the device failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during a wound debridement surgery saline did not pass through one (1) versajet exact assy, 45 degree x 14mm. It is unknown how the procedure was completed but a delay greater than 30 minutes was reported. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.